Event description:
It was reported that the user experienced recurrent infusion occlusion alerts while using teflon infusion sets, often overnight, with resolution after changing the infusion set or connectors; bent cannulas related to nocturnal movement and a potential issue with a new box of connectors were discussed, and replacement contact detach sets and a new box of connectors were provided. Customer care provided support that included technical troubleshooting and provision of alternative infusion sets and connectors. Investigation of this case revealed that occlusions were reproducible with the prior supplies and resolved after switching to new supplies, suggesting a supply-related or insertion-related cause. Symptoms included no reported adverse clinical effects. Outcomes included no medical intervention, emergency treatment, or hospitalization. It was concluded that the event was consistent with infusion set occlusion likely related to bent cannulas or affected connectors, with adequate mitigation achieved by changing to steel sets and new connectors.